Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977d260, serial#: (B)(4), implanted: (B)(6) 2018, product type: screening device. Product ID: 977d260, serial#: (B)(4), implanted: (B)(6) 2018, product type: screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative concerning a trial patient. It was reported that healthcare provider (hcp) complained the curved tip needles provided in leads kits were poor quality. When inserting the lead into the needle, it is not moving smoothly through the hub and once the electrodes exit the needles, it is extremely difficult to retract the lead back into the needle. There was some type of partial occlusion or burr or something like that. He also added that when an electrode is outside of the needle tip, it is difficult to retract and he has to redo the epidural. The hcp demonstrated it today for the representative and she observed it as well. The hcp commented "these needles are terrible." No patient symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis of the epidural needles (unknown) found that the stim needle introducer spoon of the needle had a sharp edge on the undercut side. Product ID: neu_epidural needle, lot# unknown, product type: accessory; product ID: neu_epidural needle, lot# unknown, product type: accessory; product ID: 977d260, serial# (B)(4), implanted: (B)(6) 2018, product type: screening device; product ID: 977d260, serial# (B)(4), implanted: (B)(6) 2018, product type: screening device; product ID: neu_epidural needle, lot# unknown, product type: accessory; product ID: neu_epidural needle, lot# unknown, product type: accessory. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: this report is a correction. Regulatory report 2649622-2018-09021 and 2649622-2018-09020 captured additional information related to this event. Additional regulatory reports will be submitted under regulatory report 2649622-2018-09021 and 2649622-2018-09020. No further regulatory reports will be submitted under report number 3007566237-2018-00433. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: neu_epidural needle, serial# unknown, product type: accessory; product ID: neu_epidural needle, serial# unknown, product type: accessory. Devices with serial numbers (B)(4) and (B)(4) were corrected to be no longer reportable. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.